Event description:
It was reported the screen will not come on. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The blank screen is related to a printed circuit board assembly that was found out of electrical specification. Errors logged on the hard drive are consistent with a printed circuit board assembly calibration issue.